Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the device was inserted, the patient had a posterior intra-vaginal sling inserted for utero-vaginal prolapse. She developed a sinus at one of the track sites and had symptoms of buttock pain and collection/abscess. Therefore underwent exploration of isciorectal fossae and removal of the mesh arms.